Event description:
On (B)(6) 2014, the customer reported that this pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture (loc) at maximum output. However, there was no episode of asystole noted. The rv lead was capped and abandoned. The device was explanted and was kept in the hosp. No adverse pt effects were reported. The lead was actively implanted for approximately 14 years, 8 months.

Manufacturer narrative:
The lead was surgically capped and abandoned, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.